Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that patient had explant on (B)(6) 2017 as they "didn't like it anymore." No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.